Manufacturer narrative:
The product's serial number could not be obtained; therefore, the primary di number is provided (d4) but full UDI information is not available.

Event description:
Prior to the procedure with the patient prepped (under anesthesia), the claris ep-4 stimulator was to be damaged and the was unable to perform the self-test. The procedure was cancelled with no patient consequences. The procedure has been rescheduled.

Manufacturer narrative:
Additional information: d9, g3, h2, h2, h3, h6. One workmate¿ claris¿ ep-4¿ cardiac stimulator was received for evaluation. Power was applied to the returned stimulator and was connected to a known good ep-4 touchscreen. An unsuccessful post (power on self-test) was observed indicating a failure at all four channels, confirming the field reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, root cause of the field reported event was successfully isolated to abnormal functionality of the single board computer.